Manufacturer narrative:
B3: day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was cassette not attached alarms. No additional information.

Manufacturer narrative:
Event occurred during testing, and there was no patient involvement. Correction to a: patient information, h6 health effects health impact code. D9: product received date 2/5/2025. H3: one device was returned for repair with complaint of cassette not attached alarms. Review of event log found no error cords. No service history was found. Visual and functional testing was performed. During ¿latch lock test¿ the pump did not recognize when the latch was closed. Replaced the latch lock, handle, sensors and ground strips. Upon further investigation, found that the downstream occlusion (dso) seal was delaminated. Replaced the downstream occlusion seal. Device passed all testing criteria.